Event description:
During a coiling procedure for a grade three ruptured right middle cerebral artery aneurysm measuring 5mm h, 4.5mm d, and 5mm w, a prowler 14 straight was placed via a 6french envoy guide catheter into the aneurysm. The physician chose the first coil a 5x10 galaxy fill. The coil was prepped and delivered per (IFU) instruction for use. After being satisfied with his placement of the coil, the galaxy detachment sequence was initiated with the dcs syringe 2. After taking the syringe to green (third position), the physician did not noticed a "rapid decay". Then, the syringe was taking to red zone (fourth position), but there was no appreciable "rapid decay". The physician repeated the previous sequence (taking the syringe to the 3rd, and then to 4th position), still no decay noted. The physician then readjusted the coil forward and back while maintaining pressure in the syringe, still no decay noted.

Manufacturer narrative:
The cycle was repeated five times with still no decay/detachment noted. At this time, the physician decided to remove the coil from the microcatheter with no difficulty, but after performing follow up angiogram, noticed extravasations of contrast near the aneurysm indicating an additional sub-arachnoid hemorrhage. Quickly a 5x10 galaxy fill was placed it into the aneurysm. This coil went in very easily, and detached on the first attempt using same syringe as previous. The patient did undergo a subsequent craniotomy for hematoma removal, but the physician said the she would have needed one any way. The patient is currently on a ventilator in the ICU. The physician did not feel that the coil removal contributed to any worsening symptoms of this patient. During the angiogram that showed the extravasation, it appeared to be from the aneurysm, but could not tell for sure. During the procedure was the luer valve was not utilized during the attempt to detach the coil, and no leaks were noted in any section of the connections with the coil hub, syringe, galaxy luer valve, or rhv's. A constant and dedicated saline source was utilized at all times. During positioning, constant fluoroscopy was performed at all times. Prior to this coil, the syringe was not taking past the green zone (position#3), additionally this was the first coil. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coiling procedure for a grade 3 ruptured right middle cerebral artery (mca) aneurysm, the 5x10 galaxy complex fill tight distal loop coil could not be detached. After removing the device from the patient, extravasation of contrast was noted near the aneurysm indicating an additional subarachnoid hemorrhage; it appeared to be from the aneurysm, but could not be definitively determined. Another 5x10 galaxy complex fill coil was quickly placed in the aneurysm without any difficulty with placement or detachment with the same syringe used with the first coil. The patient did undergo a subsequent craniotomy for hematoma removal, but the physician said the patient would have needed one anyway. Afterwards, the patient was on a ventilator in the ICU. The physician did not feel that the coil removal contributed to any worsening symptoms of this patient. The aneurysm measured 5mm x 4.5mm x 5mm. The 5x10 galaxy was the first coil placed and was prepped and delivered per the instructions for use (IFU). The luer valve was not utilized with the coil delivery system. After being satisfied with the placement of the coil, the galaxy detachment sequence was initiated with the trufill dcs syringe ii. After taking the syringe to green (third position), a rapid pressure decay was not noted (which indicates coil detachment). Then, the syringe was taken to red zone (fourth position), but there was no appreciable rapid pressure decay. The previous sequence was repeated (taking the syringe to the 3rd, and then to 4th position), still no decay was noted. The coil was then readjusted forward and backward while maintaining pressure in the syringe; still no pressure decay noted. The cycle was repeated five times with still no decay/detachment noted. At this time, it was determined to remove the coil from the microcatheter which was accomplished with no difficulty. However, after this, the extravasation was noted which was treated with placement of another galaxy coil. No leaks were noted in any section of the connections with the coil hub, syringe, galaxy luer valve, or rhvs. A constant and dedicated saline source was utilized at all times. During positioning, constant fluoroscopy was performed at all times. A non-sterile orbit galaxy tight distal loop complex fill coil 5 x 10 was received coiled inside of a pouch. Hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer without damage. The gripper and the embolic coil were inspected under microscope; the purge hole of the gripper was found blocked by a particle, which appears to be dried blood. The embolic coil was still attached to the gripper without damage. An attempt to purge the unit in the blue zone using a lab sample syringe (635-002) was performed but it was not successfully completed. The failure to purge apparently was related to the particle that appears to be dried blood that was noted on the purge hole. When the pressure was increased past the blue zone, the particle was removed from the purge hole and the purging of the unit was performed without any anomalies. Functional testing for coil detachment was then preformed with increasing the pressure to the green zone and the embolic coil was detached without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Vessel dissection, perforation, rupture and hemorrhage are known potential complications specific to embolization procedures as outlined in the instructions for use. Arterial embolization procedures are performed in vessels with existing aneurisms and known vessel wall weakness. Review of the information suggests that vessel and procedural issues may have contributed to the reported arterial rupture. With functional testing, the reported failure to detach was not confirmed as the embolic coil was successfully detached. With review of the analysis and the device history records, there is no indication of any relationship to the manufacturing process. Additionally, inspections are in place to prevent this type of failure from leaving the facility. The cause of the reported failure to detach could not be conclusively determined. Via the risk management process an investigation has been opened to further investigate and address complaints of detachment difficulties associated with the orbit galaxy. Action was opened to address galaxy failure to detach complaints.

Manufacturer narrative:
A galaxy delivery system complaint for failure to detach was received and a preliminary analysis was conducted. A visual inspection was conducted on the unit as received. Kinking of the coil distal to the headpiece was noted. No other obvious anomalies were noted. A new syringe filled with tap water was used to pressurize the unit. The system pressure was monitored using a calibrated pressure transducer. Air was purged from the syringe/pressure transducer prior to use. The unit was pressurized to the top of the orange zone (pressure reading of 12 psi). No flow noted out of the purge hole, pressure decay noted on the pressure transducer. Pressure was then increased to the middle of the zone between orange and blue (pressure reading of 46 psi). No flow noted out of the purge hole, no significant pressure decay noted on the pressure transducer. Continued to increase pressure and immediately fluid was noted coming rapidly out of the purge hole. Stopped increasing pressure. Pressure rapidly dropped to about 5 psi. Started to increase pressure to take the unit to the blue zone (purge pressure). At about 25 psi rapid fluid loss was noted. Continue to increase pressure towards the blue zone. At around 76 psi a large stream of fluid was observed coming out of the purge hole. At this point a particle lodges in the purge hole and blocks the purge hole. Very slow decay and low fluid leakage noted coming out of the purge hole (pressure reading steady at 64 psi). The unit was then pressurized to mid-point of the blue zone (reading of 120 psi). No appreciable fluid leakage noted out of the purge hole, no significant pressure decay. In an attempt to try and remove the particle from the purge hole, the unit was disconnected from the syringe/pressure transducer and a 1cc syringe was used to pull vacuum. Fluid is removed from the lumen of the device. Not clear if all fluid is removed. The unit was reconnected to the syringe/pressure transducer. The pressure was slowly increased once more. At the top of the orange zone fluid is noted coming out of the purge hole (reading of 14 psi). Started to increase pressure to take the unit to the blue zone (purge pressure). At around 40 psi a particle blocks the purge hole. No pressure loss is noted. Pressurization of the unit is stopped. The unit is then disconnected from the syringe/pressure transducer, and a 1cc syringe is used to pull vacuum. Fluid is removed from the lumen of the device. Summary: initial pressurization of the unit did not result in fluid movement up to the middle of the blue zone (~46 psi). No leaks nor pressure decay noted on the system as pressure was increased, rapid loss of fluid and significant pressure decay is noted very rapidly (pressure dropped to 5 psi) as pressure was increased towards the blue zone a particle blocks the purge hole (~76 psi) preventing significant fluid loss, very slow pressure decay is noted attempt to remove the particle by applying vacuum was unsuccessful further analysis of the unit for flow is not possible as a result of the presence of the particle in the purge hole the source of the particle is unknown and could have been native to the product or introduced during the procedure or in-house testing unit was sent to cg labs on (B)(6) for decontamination and further processing additional information and analysis will be submitted within 30 days of receipt.